Manufacturer narrative:
H10: the device was received for evaluation along with photographs of sample. Visual inspection of the provided photographic sample showed a black particle inside the header cap. Visual inspection of the actual sample showed the black particles were molded into polyurethane (pur) block. Since the particle was molded into the pur, there is no contact with the fluid path. Therefore, the event would not cause or contribute to a death or serious injury. The device met the acceptable criteria for release. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate matter was observed originating in one of the poles of the theranova 400 migrated set prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) e1: initial reporter address: (B)(6) e1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.